Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was able to successfully grasp the anterior-2/posterior-2 (a2/p2) leaflets. The clip was deployed and while extracting the mitraclip xtw the stopcock was taken off of the hemostatic valve stem. It was immediately replaced and the stopcock was aspirated when blood was identified to be leaking from the area between the stopcock and the hemostatic valve stem. Air was visualized within the hemostasis valve and required aspiration. The sgc was removed from the patient and a replacement sgc was selected. A second mitraclip was implanted successfully and the procedure was discontinued. The final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.